Event description:
On (B) (6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010, and obtained the following information. The patient reported that the alleged power issue began approximately 2 months prior to when his daughter contacted lfs. The patient stated that he tests his blood glucose 3x/day and manages his diabetes with a set dose of n & r insulin in the morning and evening. The patient denied making any changes to his diabetes management as a result of the alleged issue. Approximately 1 month after the issue started, the patient stated that he began to sweat profusely; a symptom he associated with a low glucose. It is not known if the patient received medical treatment as a result of the alleged issue. At the time of troubleshooting, the customer care advocate noted that the reporter stated that the subject meter's battery was replaced; however, when the alleged issue was not resolved, they re-inserted the old battery back into the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.